Event description:
A malfunction was reported on the customer's pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was assisted by technical support with information to reset the pump and was advised to call back once they had access to a charger for the reset. The malfunction alarm was cleared, and insulin delivery was resumed successfully.